Event description:
Procedure type: hysterectomy. According to the reporter: while the surgeon was suturing, the needle broke in half and fell into the cavity. The first half of the needle was located immediately but the second half of the needle could not be located. The surgeon opened the patient to search for the needle. The needle was located and removed from the cavity. The surgery time was delayed approximately 2 hours.

Manufacturer narrative:
Tracking number: (B)(4).